Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred and subsequently the pump shutdown unexpectedly. The customer's blood glucose level over 500 mg/dl with moderate ketones. Customer delivered a correction via manual injections. Customer reverted to manual injections for insulin therapy.